Manufacturer narrative:
Concomitant medical products: 37712 ipg, implanted: (B)(6) 2009; 39565-30 lead, implanted: (B)(6)2009; 3708140 extension, implanted: (B)(6) 2009; 3708140 extension, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial left ventricular (lv) lead was capped and replaced due to a lead threshold issue. No patient complications have been reported as a result of this event.